Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-02840, 2017865-2019-02841, 2938836-2019-01354. The patient presented in clinic due to an potential infection of the device pocket. The patient experienced pre-syncope to which the infection was allegedly related. Additional information was requested but has not yet been received.

Event description:
Additional information was received indicating that infection was treated by antibiotics.

Manufacturer narrative:
Additional information: further information was requested but not received.

Event description:
Additional information was received indicating that the device was explanted to resolve the event and the replacement device implant is anticipated. The patient was in stable condition.